Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated

Event description:
New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised to address metallosis and evidence of pseudotumor. Update 07/05/2012: litigation documents were received. Litigation alleges that the patient suffered pain, excessive levels of chromium and cobalt, left hip dislocation, severe injury, need for hip and body brace and disability. There is no new information that would change the outcome of the investigation. Update rec'd 3/7/2013- ppd and medical records received. After review of the medical records for MDR reportability, the revision operative note from (B)(6) 2012 indicated pain and slight retroversion of the stem. The stem wasn¿t revised. There was no metallosis or pseudotumors found. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 11/26/2014.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update rec'd 3/7/2013 - ppd and medical records received. After review of the medical records for MDR reportability, the revision operative note from (B)(6) 2012 indicated pain and slight retroversion of the stem. The stem wasn't revised. There was no metallosis or pseudotumors found. There is no new additional information that would affect the existing MDR decision.